Event description:
The customer reported that the device failed to recognize the therapy cable during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to recognize the therapy cable during testing. There was no patient involvement. The device was evaluated by a philips field service engineer. The therapy cable and port were replaced to address an intermittent connection between the therapy cable and connector. The device passed all testing and was returned to service.